Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported morphine leaked in the nicu at the connection to medication tubing during patient use. New tubing was hung and the patient was monitored.